Manufacturer narrative:
Conclusion code: no longer applies.

Manufacturer narrative:
(B)(4)

Event description:
The representative later clarified that the site port noted no cerebrospinal fluid reflux meant that the physician could not or had difficulty withdrawing csf fluid from the cap. The previous information previously reported associated with the volumes was confirmed correctly captured. Further, only the pump segment of the catheter was replaced. The patient was now doing well again since the pump replacement and no further problems occurred. The serial of the catheter remained unknown. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4). Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
The health care provider (hcp) reported via the representative that this patient's ump delivered hydromorphone with a concentration of 5mg/ml with a dose of 3.2 mg/day and clonidin with a concentration of 100 mg/ml at a dose of 64 mcg/day. Both lot numbers were unobtainable and not available. The patient informed the physician on the morning of (B)(6) 2015 that she heard a pump alarm. The alarm sounded every 10 minutes; critical alarm. The patient reported more pain despite a delivered bolus. The pump was interrogated and logs noted that the "engine" /motor had stopped. A pump refill occurred (24) on (B)(6) 2015 per logs. The logs provided also indicated that on (B)(6) 2015 at 23:21 a motor stall occurred and it recovered on (B)(6) 2015 at 04:50. The pump stalled again on (B)(6) 2015 at 04:08 and since the pump had not restarted. A catheter control procedure with contrast agent on the site port noted no cerebrospinal fluid reflux. The physician filled the catheter and the contrast medium was clearly visible at the top. The catheter could be aspirated. "The drug he have drained out of the pump and controls the volume. The display pump 15.9 ml and target 18 ml." The physician filled the pump again and programmed a bolus for the catheter. Under x-ray control, the rotor had not moved. A half an hour later the pump was interrogated again and the engine stop/stall pump message was still seen. The physician wanted to replace the pump and it was scheduled for (B)(6) 2015 and it was to be returned for analysis. The issue was unresolved at the time of the report. At the time of the report the patient's status was reported as alive-no injury. Ultimately, the pump was replaced. The patient was currently on vacation but the physician reported that everything was fine. Additional information was requested to clarify the volumes reported, the cerebrospinal fluid reflux, and model/serial of the catheter. Should additional information be received a supplemental report will be filed.